Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria, however, it is being reported to the FDA as the complaint was received via user report. If a product is returned this case will be re-opened, an investigation will be conducted, and a follow-up report will be submitted after all investigation activities are complete. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event.

Event description:
Abbott diabetes care received a medwatch user report which reported the following information: a pharmacist reported a customer adc freestyle libre "number 3 sensor had filament extending lower than usual, could not apply to the skin properly." There was no report of any third-party medical intervention. No further details were provided. There was no report of death or permanent injury associated with this event.